Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The sample is not available for evaluation. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
This is a spontaneous report received by baxter germany from a customer of a patient reaction following a continous renal replacement therapy (crrt) therapy and the use of the venous blood line. There was a drop in blood pressure and acute renal failure. According to the treating physician this could have been caused by the ethenline tetra oxide (eto) residuals from the sterilization process. The customer decided to move to other bloodlines which are steam sterilized. The patient recovered.